Event description:
Patient reports two sites leakage, re-inserted at the another site. Still leaking. Patient never had leakage. Patient noticed leaking 10-15 min into the infusion noticed some leakage. May have started even earlier. Nothing ordinary. Patient not sure how much of medication she received today. Lot number b5276 of the rms32412 expiration: 08/19/2026. Some needles leaves bruising and feel painful upon insertion. Patient states that no changes were in the needle set and she did not lose any weight. Inserts dry at the tip. Unknown if patient received the full dose, unknown if defective product is available for return. Indication: other immunodeficiencies with predominantly antibody defects. Reported to (B)(6) by: patient/caregiver.